Manufacturer narrative:
Conclusion: there is a probable temporal relationship between the episode of hypoglycemia at home and subsequent inpatient hospitalization and fresenius products. The patient is a known diabetic (unknown when diagnosis occurred) who is insulin dependent. The true etiology and causality of the hypoglycemia is presently unknown, discharge summary has been requested (not received as of (B)(6) 2017) as the course of hospitalization is unknown and types of possible medical interventions and evaluation is unknown. The patients baseline glucose levels required possible insulin readjustment as well as additional follow up medical management for proper blood sugar control during ccpd therapy. The patient did require, post discharge, a change in the strength of the dextrose solution prescription to the 1.5% (pt. Had previously been prescribed 2.5%). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Source documents and information in the complaint file were reviewed by a post market surveillance clinician. On (B)(6) 2017, during a service call the patient contact, stated issues with patients cycler and drain complications during continuous cycler-assisted peritoneal dialysis (ccpd) therapy the patient recently had got out of the hospital and she has noticed dc during drain 0 since that time period. Additionally the patient contact mentioned the patient had a change of prescription and was switched from using 2.5% to 1.5% dextrose bags for the peritoneal dialysis (pd) therapy ever since she was in the hospital. On (B)(6) 2017 during a follow up call to the patient, it was revealed that this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on ccpd therapy stated she has diabetes (insulin dependent), subsequently experienced an episode of hypoglycemia necessitating hospital admission on (B)(6) 2017. During the hospitalization the patient stated she continued completing (ccpd) therapy while hospitalized and was discharged to home on (B)(6) 2017. The patient confirmed receiving training on performing stat drains as well as manual peritoneal dialysis therapy if needed and was able to resume and complete her peritoneal dialysis treatments using the cycler the following evening ((B)(6) 2017) without reported issue. On (B)(6) 2017 during a follow call to the pdrn it was revealed the patient is a known diabetic (insulin dependent) the adverse event patient experienced was possibly due to insulin administration (unknown blood sugar or glucometer reading on (B)(6) 2017 but had not eaten (unknown time of day this event occurred). This subsequently caused a drop in her blood sugar levels (hypoglycemic event). Additionally, the patient required hospital admission for evaluation and medical treatment with admitting diagnosis of hypoglycemia from (B)(6) 2017 (approximately 1 and ¿ month). Although the pdrn stated the patients hospitalized event was unrelated to the patients peritoneal dialysis regimen or the patients cycler, the patient contact identified there was a change in dextrose prescription (from 2.5% prescription as decreased to 1.5%) which suggests a potential causality that contributed to the hypoglycemic event. As of (B)(6) 2017 the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without reported issues other than drain complications on the cycler post discharge from the hospital.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated the pd patient recently had gotten out of the hospital and had switched from using 2.5% to 1.5% dextrose bags for pd treatments ever since she was in the hospital. Follow-up with the pd patient revealed she had diabetes and had become hypoglycemic and was taken to the hospital and admitted on (B)(6) 2017. The pd patient stated she continued completing continuous cycler-assisted peritoneal dialysis (ccpd) therapy while hospitalized and was discharged on (B)(6) 2017. Additional follow-up with the pd patient's clinic registered nurse (rn) revealed the patient was a known diabetic and had taken her insulin on (B)(6) 2017 but had not eaten, which caused a drop in her blood sugar levels. The pd rn stated the patient ended up being taken to the hospital and confirmed the patient was hospitalized for hypoglycemia from (B)(6) 2017. Per pdrn the patients hospitalized event was unrelated to the patients peritoneal dialysis regimen or the patients cycler, and stated as of (B)(6) 2017 the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents and information in the complaint file were reviewed by a post market surveillance clinician. On (B)(6) 2017, during a service call the patient contact, stated issues with patients cycler and drain complications during continuous cycler-assisted peritoneal dialysis (ccpd) therapy the patient recently had got out of the hospital and she has noticed dc during drain 0 since that time period. Additionally the patient contact mentioned the patient had a change of prescription and was switched from using 2.5% to 1.5% dextrose bags for the peritoneal dialysis (pd) therapy ever since she was in the hospital. On (B)(6) 2017 during a follow up call to the patient, it was revealed that this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on ccpd therapy stated she has diabetes (insulin dependent), subsequently experienced an episode of hypoglycemia necessitating hospital admission on (B)(6) 2017. During the hospitalization the patient stated she continued completing (ccpd) therapy while hospitalized and was discharged to home on (B)(6) 2017. The patient confirmed receiving training on performing stat drains as well as manual peritoneal dialysis therapy if needed and was able to resume and complete her peritoneal dialysis treatments using the cycler the following evening ((B)(6) 2017) without reported issue. On (B)(6) 2017 during a follow call to the pdrn it was revealed the patient is a known diabetic (insulin dependent) the adverse event patient experienced was possibly due to insulin administration (unknown blood sugar or glucometer reading on (B)(6) 2017 but had not eaten (unknown time of day this event occurred). This subsequently caused a drop in her blood sugar levels (hypoglycemic event). Additionally, the patient required hospital admission for evaluation and medical treatment with admitting diagnosis of hypoglycemia from (B)(6) 2017 (approximately 1 and ¿ month). Although the pdrn stated the patients hospitalized event was unrelated to the patients peritoneal dialysis regimen or the patients cycler, the patient contact identified there was a change in dextrose prescription (from 2.5% prescription as decreased to 1.5%) which suggests a potential causality that contributed to the hypoglycemic event. As of (B)(6) 2017 the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without reported issues other than drain complications on the cycler post discharge from the hospital.